Manufacturer narrative:
Product event summary: analysis could not confirm the report of the programmer shutting itself down, however, the rf (radio frequency) head caused the programmer to shut down when the cable was manipulated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered down on its own, and changing the power cable and outlet did not resolve the issue. The powering down occurred prior to use with a patient. The programmer has been returned to service. There was no patient involvement.